Event description:
It was reported that the patient is having a left vns and electrode repair. The patient was recently implanted in july. The patient had a generator replacement and post-op impedance with the original lead was within normal limits. It is unclear if there is an issue with the m1000 device or if inadequate troubleshooting was performed and the high impedance may have been a result of incomplete pin insertion. The explanted generator has not been received for analysis to date. No relevant information has been received to date.

Event description:
Product analysis for the was completed and approved. The device was returned due to high impedance. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator. No anomalies with the generator were found.

Manufacturer narrative:
If explanted, give date, corrected info, initial MDR inadvertently omitted information known prior to submission.

Event description:
Generator was received for analysis. Product analysis is currently underway and has not been completed to date.